Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the right coronary artery. The lesion was treated with four passes of the oad on low speed. Following atherectomy treatment, the oad stalled and became stuck. Upon manual removal of the device and guide wire, a perforation was noted. The perforation was resolved with balloon angioplasty and stent placement and the patient was in stable condition following the procedure.